Event description:
The customer reported the device failed to give an etco2 reading during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse. The symptom was duplicated. The etco2 module was replaced. The device passed all testing and returned to svc. We are considering this a malfunction of the etco2 module. Replacement of the etco2 module resolved the symptom. No formal response was requested and none is warranted.